Event description:
On (B)(6) 2011, pt reported that she experienced hyperglycemia due to 3 bent infusion cannulas on (B)(6) 2011. Insertion device was used to insert the headsets, and nothing unusual occurred during preparation or insertion. There was insulin leakage at the infusion site. Pt removed the headsets and noticed the cannulas were bent in a "v" shape. Pt noticed the issue immediately with 2 cannulas, and she is unsure how long the last cannula was in use. Blood glucose elevated to 400 mg/dl, and target blood glucose is 80-120 mg/dl. Pt treated hyperglycemia with injection therapy. Infusion sets were requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.